Manufacturer narrative:
The service history record was reviewed. The device has been previously returned for service within the past two years but for a different failure mode. An evaluation of the kangaroo pump was performed, and the reported issue could not be confirmed at this time. The unit functioned as intended during evaluation. The device was serviced by updating the software, replacing the gearbox as encoder #2 was worn, and replacing the gaskets and tie due to opening the unit. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the rate was fast per calibration. Additional information was received stating that the volume was set to 63 ml/hr. With rate set to 125 ml/hr. Feed completed in 30mis. No further information was provided.